Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported being involved in a car accident and her blood glucose reaching 512mg/dl while wearing the pod on her arm. Her pump trainer started to think that the cannula was not properly inserted because her levels did not respond to multiple correction boluses. Her trainer then realized the cannula had been pulled all of the way out of her skin during the wreck and was not delivering any insulin to the patient (except topically). The trainer told her to increase her basal rate by 20% for 2 hours after the accident. The patient confirmed that the accident was not cause by any diabetes related issue. The patient went to the hospital. She was diagnosed with hyperglycemia and a concussion due to the auto wreck. Treatment included drawing blood and being given humulin r. The hospital staff removed and disposed of the pod. At her 7 day check up with her family doctor, she was also given an antibiotic (doxycycline 100mg) to take 2 times a day for 10 days.